Manufacturer narrative:
The ref (B)(4) has been allocated to this case by rayner intraocular lenses limited. On (B)(4) 2013 rayner was advised by the healthcare facility that the device has been retained and that it was their intention to return it for analysis. To date, no device has been received by rayner. Rayner is working with the healthcare facility to obtain add'l details on the surgery session in order to gain info and understanding on the events leading to the oil becoming "jammed" inside the injector. Our review of production records for the t-flex aspheric 623t iol batch 021e19589 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the t-flex aspheric 623t iol (february 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the t-flex aspheric 623t iol batch 021e19589.

Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during use of a t-flex aspheric 623t intraocular lens (iol). The event description provided to rayner states that the lens got "jammed" inside the injector.